Manufacturer narrative:
The samples were lithium heparin plasma. The primary collection tube for patient #1, sample #1 did not have the recommended fill volume and was only half full. Patient #1, sample #2 was 2/3 full. Quality control was within the customer's established ranges prior to and after the erroneous results. A system check performed on (B)(4) 2009 met specifications. There were no system flags in association with the erroneous results per the copy to disk data. No errors were posted to the event log. A diagnostic system check performed prior to the fse arrival failed the washed portion of the system check. On (B)(4) 2009, the field service engineer (fse) replaced the aspirate probes, the duck bill and the peri pump tubing. A system check was performed and met specifications. The fse did not find any hardware issues that would have contributed to the event. The fse did note the customer does not re-centrifuge samples prior to reanalyzing. Root cause is unknown. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR represents event 1 of 3 reported by this customer. The related mdrs that have been reported are: MDR 2122870-2011-03274, MDR 2122870-2011-03275.

Event description:
Customer reported erroneous test results were obtained for access ck-mb (creatine kinase) and access accu tni (troponin I) when using the unicel dxi 800 access immunoassay systems. Erroneous test results were reported out of the laboratory. Affect to patient treatment is unknown. No reports of death or serious injury as a result of this event. This is event 1 of 3 reported by this customer for two different patients on two different analyzers.